Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa) it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted the patient mean pressure gradient was 2mmhg. An xtr clip (00623u294) was inserted and attempted to be deployed on the leaflets. However, while establishing final arm angle (efaa), the clip opened. Efaa was again performed, but again, the clip opened. The physician then reopened the clip and re-grasped the leaflets. Once again, when attempting to deploy the clip, it failed efaa; therefore, the clip was removed and replaced. An ntr (00205u193) clip was inserted and successfully deployed, reducing mr to a grade of 1. However, after deployment, the mean pressure gradient increased to 6mmhg. There was no clinically significant delay in the procedure. No additional information was provided.